Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been hospitalized for high blood glucose (bg) levels (500 mg/dl). The contact reported that the hospitalization was not due to the pump or supplies. The customer's doctor requested the pump basal setting be changed due to the high bg. A tandem clinical diabetes specialist assisted the contact with the pump settings. The customer was discharged on (B)(6) 2017 in stable condition.